Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4-510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2024. E3: reporter is a j&j employee. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery with the plate for an olecranon fracture. The sales rep was not present at the surgery, but just after the surgery, he was informed from the surgeon that about three (3) screws had been inserted into the proximal bone fragment and that the surgery had been completed successfully with no surgical delay. After the surgery, the proximal bone fragment was found to have bounced up. A revision surgery is scheduled for (B)(6) 2024. The surgeon commented as follows: it is possible that there was originally a fracture line on the proximal bone fragment and that the fracture line may have caused the bone fragments to split vertically. However, since a CT scan has not been taken, the cause of the bounce up is unknown at this point. The patient is reported as stable. This report involves an unknown screw. This is report 3 of 4 for (B)(4).